Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The as-received 3 hour 24 min 10300 ml simulated treatment was performed and completed without any failures or problems. The cycler underwent and passed a system air leak test, valve actuation test, and voltage check. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between the liberty select cycler not being able to turn on and the patient having to obtain pd treatment at the hospital and undergo back-up treatment with hemodialysis. The patient is trained on manual treatment but did not bring supplies on vacation resulting in the need for the ER visit and hd treatment upon return from traveling. The cause of the cycler not turning on has not been determined as the product investigation has not been completed. There were no adverse effects on the patient reported for this event. Based on the available information, the liberty select cycler not turning on was the cause of the additional hd treatment being required for the patient.

Event description:
It was reported that a peritoneal dialysis (pd) patient is now in the hospital since not being able to complete treatments on the cycler. The peritoneal dialysis registered nurse (pdrn) stated that the cycler is not performing as it should since the patient returned from traveling. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up with the pdrn, the patient was in (B)(6) on vacation when the liberty select cycler would not turn on. An attempt to troubleshoot the issue with the hotline was unsuccessful. Since the patient did not bring any manual supplies on vacation, the pd clinic in (B)(6) sent the patient to the hospital in order to complete pd treatment. The patient was not admitted and completed the pd treatment in the ER and released. During that time, the patient¿s home pd clinic requested the replacement cycler so that it would be available upon the patient¿s return. The patient returned home and completed a back-up hemodialysis (hd) treatment in the clinic on (B)(6) 2019. The patient has determined that he does not wish to continue with pd therapy and is transitioning to hd therapy. The replacement cycler was received; however, the patient has not utilized the cycler.